Event description:
A customer reported a "replace sensor" message with the adc device. The customer reported subsequently experiencing dizziness and loss of consciousness. However, the customer reported they were able to self-treat (unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) was updated from (B)(6). Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download.  Sensor (B)(6). Has been returned and investigated. Visual inspection was performed and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Low glucose values were observed towards the end of sensors life indication early/late sensor attenuation. No other abnormalities were observed with the sensors data. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the adc device. The customer reported subsequently experiencing dizziness and loss of consciousness. However, the customer reported they were able to self-treat (unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.